Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional regarding a patient who was receiving hydromorphone and bupivacaine (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported that over time, the patient has not been able to stand up straight and is more bent over, the patient's pump had moved slightly in the pocket but was not flipped, and it was rubbing on the belt line and was causing some discomfort in the pump area because patient was bent over. The symptom was reported to be gradual. It was later indicated that no troubleshooting was performed. No actions/interventions were taken, they ordered dressings. The cause of pump moving slightly was weight loss and increased arthritis. It was noted that the pump movement issue had been resolved.